Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During atrial fibrillation (afib) cardioneuroablation (cnra) procedure with a thermocool smarttouch sf catheter, the patient experienced pulmonary hemorrhage. During the procedure, the patient suffered a pulmonary hemorrhage because the patient was bleeding a lot into the endotracheal tube. They noticed 400ml of blood in the collection bin which was unusually high and there was also a drop in blood pressure on the patient at the same time. This is when they saw blood ¿squirting out of the endo tube¿. The medical intervention included a bronchial tube and they called the pulmonary team who gave protamine to reverse the heparin to slow the bleeding. They also called the radiologist for evaluation and then sent the patient to the intensive care unit (ICU). The patient was mostly stable, but they were still unable to locate the site of the bleeding. At the time they were still working to stabilize the bleeding. During the procedure they used the farapulse system with a farawave catheter and the ngen system with an thermocool smarttouch sf catheter for ablation. The physician could not confirm when the injury happened and was not 100% certain what caused the injury either. The physician believes either the baylis transseptal wire became uncurled when they inserted it into the body which perforated one of the left pulmonary veins or when they inserted the dilator over the wire after they had gone transseptal with the wire. They felt a pop and the physician believes the dilator may have advanced too far and may have perforated one of the left pulmonary veins with the dilator instead of the wire. At the time, the physician thought the pop was the sound of the pop across the septum. Another possibility was when they switched the baylis sheath to the faradrive sheath to use the farawave catheter. They had to wiggle it across the septum and when they clocked the sheath with the max deflection, it was pointed across the right superior pulmonary vein, and they noticed the wire go out the right superior pulmonary vein at that time which may have perforated. Other devices used were ngen generator and carto 3 system. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
During atrial fibrillation (afib) cardioneuroablation (cnra) procedure with a thermocool smarttouch sf catheter, the patient experienced pulmonary hemorrhage. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-nov-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).